Event description:
It was reported that an alert had been generated for cardiac resynchronization therapy (crt) therapy pacing of less than 90 percent. Review of the presenting electrogram (egm) showed loss of left ventricular (lv) capture. The lv pacing output is fixed at 2.5v @ 0.4ms. In office review of this lv lead was recommended. The lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.